Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The logs for the imaging system were reviewed by medtronic personnel. The logs showed that the voltage supply to the micro-controller was out of specifications correlated to an error message within the logs. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was beeping consistently and would not perform image acquisitions. There was no patient present when this issue was identified. No additional information was provided.